Event description:
It was reported that there was repeated worsening of electrode impedance results after multiple attempts re-inserting extensions into header of the percept pc neurostimulator named in this report at activa pc to percept pc replacement for normal battery depletion. The patient reported falling about 1.5 years ago and hit the back right side of their head where the  lead/extension connections were. This was reported at that time and patient said they experienced, ¿zings¿ of electrical current at different times based on body position and touching the area where they fell. It got less over a month or two and then subsided completely. The patient was in constant contact with their neurologist about it. The manufacturer's representative (rep) did not recall any abnormal impedance results that were seen. During pre-op the patient's electrode impedances were all within normal range but his left stn contact 0 monopolar impedance was approximately 820 ohms and the bipolar impedance of contacts 0 and 1 was approximately 860 ohms. This pattern would indicate further review as the bipolar pair should be at least 1.5 times as high. This finding was further reinforced clinically as the patient's right hand resting tremor, as well as action tremor, was consistently breaking through and the one symptom that was most bothersome to them. The patient's  left stn was programmed 0+, 1- . This may have been impacted by his fall about 1.5 years ago when they hit their head behind their ear at the lead/extension connection. Before the patient's case today, the rep ran electrode impedances and all were within normal range except contact 0 monopolar, which was 2,701 ohms (tested at 3.0 v) and the bipolar impedance of contacts 0 and 1 was actually lower at 2,482 ohms. The patient had a significant resting tremor in their right hand, which was further compounded with them lifting their arm straight out in front of him and doing any action (simulating eating/drinking) pre-op. Intra-op, at the first attempt - all electrode impedances on the left stn were similar to pre-op. Right stn, all were within normal range except for a short between 8 and 11. Since this was a short circuit (insulation break and two wires touching), the hcp carefully inspected extension wire to confirm there was no insulation breach with electrocautery. The only other action was to take it out of the header and re-insert it. 2nd attempt resulted in multiple open circuits on right stn for contact 11 and a short between contacts 8 and 10. Re-insertion was attempted again with the right stn extension with same result. Left stn was consistent. To further confirm if it was the extension or something inside the header block of the right stn, the rep asked the hcp to take the left stn extension and put it into the right stn header block and the right extension into the left stn header block. Unfortunately, this further complicated things, with open circuits on all contacts for both hemispheres except for monopolar contact 0 and contact 8. The hcp did not feel comfortable using this percept pc. The rep offered to try a new device as the repeat insertions this many times could have impacted the header block connections. This helped resolve the majority of the issues allowing the programming of the contacts that were used pre-op; although monopolar or bipolar combinations with contact 3 on the left stn are open circuits and there is a short circuit between the bipolar pair of 8 and 11 on the right stn. Again, the patient' s pre-op settings could be applied so the ph ysician decided that they  did not want to do any further troubleshooting which could have caused more issues. This was all explained to the patient. They were happy that the current contacts used were still all viable. Post-op programming results were significantly better with the right hand with c+, 1-, at a higher rate of 180 hz. This was able to be achieved on account of reprogramming the right stn from an interleaved group to utilizing optistim independent channels vs. Both sides being locked into a max of rate at 125 hz. The issue was resolved. For the report of the patient  falling about 1.5 years ago. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep that the cause of the issue is unknown.